Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with implanted leads for essential tremor and movement disorders. The rep reported that the patient was currently implanted with a lead only system. The rep reported that contact 0, being the contact most distal, was not fully insulated with the boot. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the patient did not experience any symptoms and the insulation question was the opinion of the hcp. The rep reported that the hcp claimed to have not put the boot on. The rep reported that it was unknown if the issue had resolved. No further patient complications have been reported as a result of this event.